Manufacturer narrative:
H6: the method code 4114 pertains to the catheter. The previously applied method code 4117 remains applicable to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient had surgery to revise the pocket and re-suture the pump down. Regarding the current status of the affected device, it was noted that the plan for now was to replace the tubing and keep the pump. The patient¿s weight at the time of the event was provided. Additional information was received from a healthcare provider via a company representative on 2021-may-20. The issue was resolved. The physician investigated the catheter. He removed several sections, each time moving closer to the spinal portion of the catheter. When he was left with a segment of catheter that had good csf flow, he connected a new pump segment, tunneled it to the pump, and connected the catheter. To verify system integrity, he aspirated from the catheter access port (cap) port and achieved cerebrospinal fluid (csf) flow there. He then secured the pump and closed the spine and pump incisions.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6) , implanted: 2021 (B)(6) , product type catheter section d information references the main component of the system. Other relevant device(s) are: ubd 2022-11-12, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and the patient via a company representative who reported that the first symptom was loss of therapy which began in april. The patient searched her calendar but could not pinpoint an approximate date. The home health refill nurse subsequently discovered that he was unable to refill her pump and surmised this was due to the pump having flipped. An x-ray image at the physician¿s office confirmed the inverted position of the pump. The patient was then scheduled for surgery on (B)(6) 2021 to flip her pump over so it could be interrogated/read and filled. During the surgery, upon inspection of the pump and catheter, the physician discovered multiple twists/windings of the catheter and 2 of the 4 non-absorbable suture ties he had placed at the time of implant had broken loose. When he unwound the catheter, he saw that it had broken/split and was no longer delivering morphine to the patient¿s spine. The environmental, external, or patient factors that may have led or contributed to the issue were noted to be that per the patient, the pump stuck out and would hit things around the house, and per the h ome health nurse, the patient couldn¿t leave the pump alone and had flipped it multiple times. The patient was being taken back to surgery on (B)(6) 2021 to repair/replace the damaged section of the catheter and find a better way to secure her pump. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Event description:
Additional information was received via a healthcare provider. They planned to take the patient to the operating room to flip the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 10mg/ml at 0.72mg/day via an implantable pump. The healthcare provider reported that he cannot read the patient's pump and thinks it is flipped. Per the healthcare provider the pump is implanted in the left lower quadrant and since implant one edge of the pump has been prominent and has bothered the patient but since sunday it's been flush. The healthcare provider stated that the patient has complained that the pump has "flared up" and stuck out too far and suddenly that's not a problem. The healthcare provider stated that it is a relatively deep implant but he can feel every aspect of the pump and he thinks the catheter is "counterclockwise to the cap¿ but was not positive.